Event description:
It was reported that a valve appeared to be leaking csf from the side, and required a replacement. The event occurred intraoperative with no impact to the patient.

Manufacturer narrative:
(B)(4). The valve was patent, but did not pass leak testing due to tears on the top and side of the delta chamber. The valve did not meet specifications for siphon and reflux testing, as well as pressure flow characteristics at -50 cm hp, due to damage to the delta chamber. The valve was within specifications for all other pressure-flow and preimplantation testing. It is unknown how or when the damage occurred. The instructions for use that accompanies the device cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.